Event description:
Received report of a clotted pt IV line due to failure of the device to alarm for an occlusion. The pump was infusing an unrecalled solution, possibly tpn, via PICC line at an unspecified rate. Medical staff was able to re-establish the patency of the PICC line by de-clotting it with urokinase. No add'l info was available.